Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 78 mg/dl. The customer stated that she wears the device against her body while working out. The customer stated the device was exposed to fluid in the past with no moisture visible in the device. The customer insulin pump screen looks faded. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.